Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 240 mg/dl (guide meter) and 114 mg/dl (active meter). No serious injury reported. Requested return of suspect device and replacement was provided.